Event description:
A talent thoracic stent graft system was selected for use in a patient for the endovascular treatment of a thoracic aortic aneurysm. The right common iliac artery was extremely tortuous. The thoracic aorta had areas of ectasia and dissection throughout its length and there was a saccular type right common iliac artery aneurysm. It was reported that the patient had a previous homograft repair of the proximal ascending aorta and has an anomalous takeoff of the right subclavian artery distal to the left. There was a 3 cm proximal subclavian artery aneurysm at this site. Both subclavian arteries were revascularized for repair of the subclavian artery aneurysm and the thoracic aorta. In preparation for this a right carotid to subclavian bypass with 7 mm dacron graft was performed. Several angiograms of the arch, right subclavian, left subclavian were performed. The proximal right subclavian artery was coil embolized and the right iliac artery aneurysm was repaired with an aneurx iliac limb. An extensive endarterectomy of the distal external iliac, common femoral, common proximal, superficial femoral, and profunda femoris arteries was performed. Later that evening, the patient suffered from stroke and survived. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: thoracic aorta contained areas of dissection and ectasia. Conclusion: thoracic aorta contained areas of dissection and ectasia).